Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a mobility issue with their right leg after lead placement. Reportedly, the patient's showing signs of improvement; however, they require a cane to walk. Follow-up identified the patient is undergoing physical therapy as the next course of action.